Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was eroding through the pocket and the right ventricular (rv) lead was fractured. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.